Manufacturer narrative:
Unknown/ not provided. If implanted, give date: not applicable, the lens was not implanted. If explanted, give date: not applicable, the lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) haptic broke. There was patient contact with the cartridge. Back-up iol, same model and diopter was used to complete the procedure. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes; section d9: return to manufacturer: 6/10/2021; section h3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. Which is consistent with a lens, that was handled during loading. The lens was cleaned, a detached haptic and a tear on the optic body were observed. The complaint issue was confirmed. However, based on the return condition of the lens, it cannot be confirmed, to be related to the manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed, no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency. And the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.